Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis : lumbar disc herniation it was reported that during surgery, set screw slipped and the product was taken out completely. No patient complications were reported as a result of the event.